Event description:
Livanova deutschland received a report that, during priming, the s5 mast roller pump 150 displayed alarm fault in motor controller (e442). The pump did not start after. There was no patient involvement

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 mast roller pump 150. A livanova field service engineer was dispatched to the customer and replaced the motor control board. The device was functionally tested and found conforming. The rvo was recalibrated. Unit released for use to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: a review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on the investigation findings, the root cause of the event was attributed to a faulty motor control board hms 0409, likely due to wear and aging of the component. Wear in electromechanical devices can be influenced by specific usage conditions at the customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.